Event description:
A complaint was observed that the tube diameter was very narrow, although no adverse event occurred. A complaint was received from (B)(6). "The diameter of the tube is very narrow; therefore when you try and pull the introducer the tube is dislodged." This case is a malfunction. Based on the available information, this issue is deemed serious because of the remote possibility that a bronchoscope or suction catheter could become 'stuck' in and therefore block the endotracheal tube putting the patient at the risk of alveoli collapse and/or oxygen desaturation. During a routine review of our complaint codes it was discovered that this complaint code type (dimension incorrect) was erroneously captured as a "product issue." A retrospective review of this complaint type (dimension incorrect) yielded no other events. The complaint handling system has now been updated to ensure future potentially reportable malfunctions are captured for review. Reported to the FDA on (B)(4) 2012.